Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to dislodgement. The lead had dislodged post slitting with cardiac motion. The lead was removed and was not replaced. No patient complications have been reported as a result of this event.